Manufacturer narrative:
Patient information and event date were requested, but no response was received.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm reported.